Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was plugged in and the blade started spinning before it was triggered. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - continuous spinning of blade. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04628. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.